Manufacturer narrative:
Investigation revealed that there was no system malfunction. The case showed an accurate registration with no patient movement or merge shifts. Case logs did show the user received numerous maximum deflection warnings during navigation indicating skiving. Skiving can lead to navigational inaccuracies and misplaced implants. However, it was reported the patient's brain tissue was seen coming out of a cranial bolt and therefore the case was aborted. Ultimately, egps was used to accurately place a majority of implants but the case had to be aborted for patient safety concerns. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that the case was aborted due to an adverse event.